Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 03-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 987.4 mcg/day) via an implanted pump. The indication for pump use was head/brain injury. On (B)(6) 2020 the hcp reported that for around a year the patient had had a loss of therapy/increased spasticity despite increasing the dose. The patient was initially getting 400 mcg/day and had ended up at 987.4 mcg/day over this time. Imaging was done and showed the catheter was epidural. Per the hcp, the patient would require a catheter revision. No further complications have been reported as a result of this event.